Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) in the femoral vein using the lightning aspiration tubing (lightning), indigo system aspiration catheter 12 (cat12), and indigo system separator 12 (sep12). During the procedure, while using the lightning and cat12 to treat the dvt, the rotating hemostasis valve (rhv) came apart when inserting the sep12. Therefore, the rhv was removed. The procedure was completed using a new rhv from another lightning kit. There was no report of an adverse effect to the patient.